Manufacturer narrative:
The affected device was returned and evaluated. A dimensional and visual inspection was performed by the quality team and the research and development team which revealed deformation on both inserts on the anterior surface, indicative of multiple insertion attempts. Scratches were also noted, on both inserts, on the distal-anterior surface, again representative of multiple insertion attempts. The anterior lock of both inserts was also damaged, as noted by the rounded edge of the lock detail. Due to deformation at multiple inspection points, all measurements of the lock detail could not be performed. The locking details that were able to be measured were within specification. Safety affairs will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that surgery time was extended due to malfunction of the product.